Manufacturer narrative:
Lot number of device used by patient is unknown; manufacturer is unable to perform product evaluation.

Event description:
Our office in another country reported that a female patient experienced red and swollen eyes with use of complete moistureplus. Patient consulted a doctor; diagnosis provided as diffuse punctate staining. Patient was treated with several medications including an antibiotic; patient has recovered.